Event description:
Dealer states manifold valve sticking. Per the independent repair center statement the unit has low o2/yellow light. The manifold assembly /valve not shifting fully. The 4 way valve is sticking.